Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been taken off the insulin pump because, it would not prime. Customer had been in the hospital a week before. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 24.0 mmol/l. Customer was hospitalized due to the high blood glucose and was released from the hospital. Customer was wearing the pump at the time of the hospitalization. Before they were discharged, the customer's blood glucose was 15 mmol/l.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.